Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffered, continue to suffer and will suffer in the future from injuries of a permanent, lasting and painful nature.

Manufacturer narrative:
Upon further review it was discovered this is a duplicate report of 1818910-2011-00488.